Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d references the main component of the system and other applicable components are: product ID: neu_recharger_acc, serial# unknown, product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient had a previous overdischarge. The patient lost their recharger received a new recharger in (B)(6) 2015; however, the new recharger started ¿going wacky¿ on the patient. It was reported that the patient thought the implantable neurostimulator (ins) was in overdischarge again. The patient had to run their therapy on high settings. The patient had always had problems with the ins and it always took ¿tons of hours¿ to recharge. It took between 4.5-12 hours to recharge. They always had problems with therapy and charging. The pain was getting worse and had been intolerable for the last 2 days. This was a gradual change in therapy or symptoms. The patient went back to their ins last night but could not connect with the patient programmer or implantable neurostimulator recharger (insr). The patient could not remember the last time they had recharged the ins. The patient was looking for a new healthcare provider (hcp). Hcp listings were provided. There were no further complications reported.